Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) verified 4002 turn table home not found and 4020 spec.z-axis home overrun error messages and a bent sample nozzle assembly on the aia-360 instrument. The fse replaced the bent sample nozzle assembly and verified proper alignment. The fse confirmed the errors were being generated due to the bent sample nozzle assembly. The fse proceeded to run daily check and the customer ran quality controls without any further issues. The aia-360 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A photographic image of the sample nozzle assembly, taken by the fse, confirms that the end of the sample nozzle assembly was bent. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. The 4002 turn table home not found. Description: the home position of the turntable motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The 4020 spec.z-axis home overrun. Description: the specimen z-axis motor overran on the home side, troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The aia-360 operator's manual under safety precautions provides an uncap primary tubes warning label that states the following: please be sure to remove the cap of the primary tubes and to set it on the carousel. Operation will damage the parts of the aia-360 with a cap attached. The most probable cause of the reported 4002 turn table home not found and 4020 spec.z-axis home overrun error messages were due to the bent sample nozzle assembly. It is possible that the sample nozzle assembly was bent due to an uncapped primary tube.

Event description:
A customer reported getting 4002 turn table home not found and 4020 spec.z-axis home overrun error messages while running patient samples on the aia-360 instrument. The customer tried turning off and on the instrument, but the error persisted. The technical support specialist instructed the customer to remove the back cover and the sample nozzle assembly was found bent. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.